Manufacturer narrative:
Additional information provided in h.6. And h.10. There was no further information provided. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative offered the surgeon surgical accompaniment and support with supplies to rule out parameters, but the doctor refused, indicating he did not want to risk more patients corneas.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with diffuse corneal edema, in the left eye following cataract surgery. The surgeon suspects the ultrasound was too strong. The edema was persistent for 44 days.